Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 500 mg/dl. The customer was treated with insulin drip and manual shot. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported significant event that lead to hospitalization was difficulty in breathing and positive test in ketones. It was unknown if the auto mode feature was active during reported event. The insulin pump will not be returned for analysis.